Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a 2008k hemodialysis (hd) machine had a flow inlet error. The machine was pulled from service and a fresenius field service technician (fst) was called onsite to evaluate the machine. The fst came onsite and replaced the flow motor; this resolved the low flow error that was occurring during the evaluation (which was initially reported as a flow inlet error). During their inspection of the machine, the fst discovered burn damage on the distribution board where the heater rod connects. There was no evidence of a burning smell, smoke, sparks, flames, melting, or arcing. No damage was identified on any other components. A photo of the burn damage was submitted by the fst. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 30,517 hours on the machine at the time of the repair. To complete the repair, replacement parts - a distribution board and a heater rod - had to be ordered. Multiple attempts were made to obtain resolution details with no success. It is unknown if the damaged parts were replaced and if the machine was returned to service. During the latest communication with the fst, the fst stated they would be returning to complete the repair once the user facility confirmed that both parts were available for installation. There was no patient involvement associated with the reported event and it is unknown if parts are available to be returned for physical evaluation. No further details were provided.

Manufacturer narrative:
A fresenius field service technician (fst) performed an on-site machine evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst replaced the flow motor to resolve the low flow error. In addition, the fst discovered burn damage on the distribution board where the heater rod connects. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. While inspecting the machine, the fst identified burn damage on the distribution board. Therefore, the complaint event was confirmed.